Event description:
After completion of a navigated hip replacement surgery using the universal thr application, the post operative x-rays showed a leg length increase of 2 to 3 cm whereas it had been estimated at 3.4 mm per the navigation system intra-operatively. The surgeon decided to re-operate the pt's hip about 1.5 hrs after the initial surgery. The pt's leg length was corrected by using a smaller femoral component with an offset head. There were no further effects or interventions reported thereafter with the pt recovering normally.

Manufacturer narrative:
Per the investigation, during the initial surgery while impacting the femoral stem component into the femur the surgeon inadvertently impacted and significantly displaced the pelvic reference which is used by the navigation system to monitor leg length changes. This was determined given that the tracker of the pelvic reference had been observed as being visibly disassembled from the reference prior to closure after having impacted the femoral component. The surgeon then re-attached the tracker and the final leg length position was re-digitized and the leg length change recomputed. The new readings were then accepted and the surgery completed since the leg length reading was in a range close to the initial target reading before the impaction. However, as determined from a review of the computer logs of the leg length parameters before and after the reference was impacted, the pelvic reference was still likely significantly displaced from its original location when the surgeon re-digitized the final position. This would result in inaccuracies in the final leg length measurement including the 2 to 3 cm range as reported. The navigation system otherwise functioned as intended. The labeling includes warnings about not displacing the reference from its original reference location.